Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the device was removed from the tissue when it would not open? No information. Was the reverse button tried prior to trying the manual override lever? No information. Did the device deliver a complete staple line? No information. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? No information. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence as a result of the event? No patient consequence was reported.

Event description:
It was reported that during a laparoscopic unknown procedure, the jaws did not open after the sixth firing. The device was used on the colon. The cartridge was blue. The manual override lever was used, but still the jaws could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5554p. The analysis found that one pcee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with a gst60b cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and manual override worked properly during testing, the device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.